Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed the earth leakage current test. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the product analysis lab (pal). An external visual inspection was performed and found no issues and the device also underwent functional testing. During the evaluation, the device failed the returned instrument testing evaluation (rite) electrical testing for earth leakage current test. The internal inspection was performed and revealed fluid contamination to the pneumatic system. The cause was determined to be the fluid contamination and the device was scrapped. The device history review revealed no nonconformities, rework, or deviations that would cause or contribute to the reported problem. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.